Event description:
The initial reporter stated that the pump had alarmed an error code 10 and "locked". They stated that this resulted in an approximately 10 hour delay of therapy. They stated that the patient was receiving hydration via an alternate feeding method, but they were unclear if this method was also available for feeding. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. Complaint- (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.